Manufacturer narrative:
Conclusion: tortuous aortic neck.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was tortuous and not calcified. It was reported that after the stent grafts were implanted there was a proximal type 1 endoleak present. The stent graft was ballooned; however, resolution of the endoleak was inconclusive. The decision was made to evaluate the pt in 30 days post implant. No additional clinical sequelae were reported.